Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during removal of the catheter and the psi from the pt, the doctor noticed the blue flex tip had separated from the catheter. When examining the catheter, it appeared that the blue flex tip was lodged mid-way inside of the catheter. As a result, the entire catheter was retained outside of the pt's body. There were no pt complications.